Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an anomalous hv capacitor.

Event description:
It was reported that the patient presented in clinic after receiving a patient notification for charge time limit out of range. The physician explanted and replaced the ICD. The patient was in good condition following the event.